Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer was experiencing unexplained high blood glucose levels. In the morning of the phone call, it was 274 mg/dl, a few hours later, it had increased to 374 mg/dl, and prior to the phone call it was 424 mg/dl. The customer tried to treat with a bolus. The customer stated that they were thirsty and were not feel good overall. The customer stated that they had treated with manual injection. The customer stated that the drive support cal of the insulin pump was sticking out. Self test passed. The alarm history showed low reservoir alarm. During the fixed prime test, the device did not alarm. The infusion set was removed from the customer's body and it was noted that the cannula was bent but was not occluded. The customer was advised to change the reservoir and the infusion set and they stated that the reservoir and the infusion set did not show signs of damage. The discontinuation of the device was advised. Nothing further was reported.